Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, seepage occurred six (6) weeks after the artery was closed. A cutdown was done and the proglide suture was removed. A prolene suture was used to close the artery. A culture was taken of the fluids and no infection was found. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event occurred (B)(6) weeks prior to date reported. It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality deficiency. The safety and effectiveness of the proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.